Event description:
It was reported by service report that the weld attaching the right side latching spindle to the frame has broken which prevented latching and sharp edges were exposed. No pt involvement or adverse consequences are reported.